Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
On (B)(6) 2015, during an evaluation for pain on a (B)(6) female patient's left leg, the CT showed an approximately 3cm tubular structure in the left groin representing a residual catheter fragment. The area of the fragment was not in the location of the leg pain. The foreign body was removed without incident. A section of the device did not remain inside the patient's body. The patient experienced pain due to the catheter remaining in her left groin before removal.

Manufacturer narrative:
(B)(4). Corrected data from user report brand name: micropuncture transition less access set. Common device name: dyb introducer catheter. Event evaluation: a review of complaint history, quality control, and specifications was conducted during the investigation. The complaint device was not returned for investigation. No images were provided and the lot number of the complaint device is not available. There is no evidence to suggest that the device was not manufactured to specification. Based on the information provided by the customer it is possible to suggest that the patient condition including severe peripheral arterial disease contributed to the failure of the device. As pad is often marked by waxy plaque buildup inside the blood vessels. This buildup would likely mean that excess force was required to insert and or remove the device leading to device separation. The device is shipped with instructions for use which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. "Pain in region" is listed as a potential adverse event. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
On (B)(6) 2015, during an evaluation for pain on a (B)(6) year old female patient's left leg, the CT showed an approximately 3cm tubular structure in the left groin representing a residual catheter fragment. The area of the fragment was not in the location of the leg pain. The foreign body was removed without incident. A section of the device did not remain inside the patient's body. The patient experienced pain due to the catheter remaining in her left groin before removal.